Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 337 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose level of "high", cause was not known. A correction bolus was delivered via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.